Manufacturer narrative:
H10: fifteen (15) actual samples were received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including clear passage and pressure testing and no blockage were observed. The reported condition was not verified in the 15 samples. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of non-dehp micro-volume extension sets were leaking coming from the filter. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.